Event description:
It was reported that during a vats procedure, the first device started to advance and stopped. The surgeon pressed the reverse button and nothing happened. Then the manual release had to be used to remove the device. There is no information on the function of the second device being returned for analysis and it is unknown what was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: on what tissue type was the device used? Extremely thick at what location on the tissue? Bronchus. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Yes radiated pre-op. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Asku. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Unknown. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? Silence, no sound from the motor. Were any of the forces higher or lower than expected (closing, firing, or opening)? Asku. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Asku. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? Would not reverse.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed.